Event description:
Resuscitator bag leaking and not delivering enough air to the pt during emergency resuscitation. When we inspected the sample, we found that the elbow connector easily slid off of the pt valve port.

Manufacturer narrative:
Investigation revealed that the resuscitation bag's pt valve port had an issue w/clip step that grabs the connector elbow. The clip step was not engaging the connector elbow because it was not the correct dimensions. We analyzed the other returns from the same lot and (B)(4) samples from inventory. All of the device had correct engagement between the elbow connector and the pt valve port. We have implemented add'l inspection to our assembly process.